Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received less medication than intended. The device was programmed to deliver an unspecified concentration of fluorouracil at a rate of 50ml/hr for 1 hour, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was noted that the patient received less medication than intended. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.